Event description:
It was reported that during a da vinci myomectomy procedure, a broken wire was observed on the tenaculum forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, if to recur, could cause or contribute to an adverse event.